Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The results for measurement iol quality (miq) were reviewed. Miq measures for diopter power, resolution, and contrast and the lens was found within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Customer provided the date problem occurred was (B)(6) 2014 ((B)(6) 2014) and both eyes had visual distortion (right eye>left eye) od>os, hazy area in od vision postop. 4% pilo tried and helped a little, on pilo he can't fly, (patient is a pilot). Alphagan helped very little. Yag cap (capsulotomy) ou (both eyes) gave minimal improvement. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via the doctor, that his patient who underwent two (2) lens implants in 2012 and in 2013, (2+ years ago) is still complaining of debilitating glare and halos issues. To date, the lenses remain implanted. Patient specifics include: left eye - lens implant performed (B)(6) 2012. Right eye - lens implant performed (B)(6) 2013. Patient received yag laser on one eye. Additional information received stated problem occurred 1 day after surgery after both eyes, and then got a little better but then eventually worse. There are no plans to explant the lenses at this time. No further information was provided. This report represents the lens implanted in the patient's right eye.